Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible and contrast in the inflation lumen. The stent implant was returned dislodged from the balloon. There were bent struts facing distally and no other damage noted to the stent implant. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly placed on the balloon at the time of manufacturing. The distal and proximal stent implant outer diameters were measured and met manufacturing criteria; however, the middle portion outer diameters could not be measured due to the damage noted. As it was reported that the stent dislodged in the guiding catheter, it is possible that the stent interacted with the guiding catheter during the procedure and subsequently contributed to the reported stent dislodgement and noted bent struts. The bent struts facing distally suggests that the device may have been attempted to be pulled/ removed from the guiding catheter and then was removed as a single unit. Analysis also noted two kinks in the hypotube distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. There were multiple chatter marks through out the entire length of the shaft and was wrinkled distal to the guide wire exit notch. In this case, this damage was not reported. The noted kinks most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. The chatter marks and wrinkling of the shaft may have occurred during the procedure as a result of the reported moderate tortuous anatomy. However, there is no indication to suggest a product deficiency. Potential causes for stent dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, anatomy and/ or accessory devices. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery system (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent movement and stent dislodgement force. It should be noted that the instructions for use (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It is unknown if the attempt to treat in a non-coronary vessel contributed to the dislodgement of the stent. However, it is possible that the challenging anatomical conditions could have contributed to the reported stent dislodgement. A review of the finished product lot history records did not reveal any nonconforming material records for this lot that could contribute to this report. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. Although a conclusive cause can not be determined, no corrective action will be implemented in this case, as there is no indication of a stent delivery system quality deficiency.

Event description:
It was reported that during a left internal carotid artery stenting procedure, with two xience v stents, in a moderately tortuous vessel, the first stent deployed without issue; however, the second, 3.5 x 18 mm stent dislodged while still in the guiding catheter. The guiding catheter with the dislodged stent was removed as one unit. A non-abbott stent was then deployed successfully, completing the procedure. There was no adverse patient sequela reported. There was no additional information provided.